Event description:
The initial reporter stated they had an issue with the cobas infinity software. When a result coming from an instrument is marked or flagged as problematic or erroneous, the cobas infinity software is allowing the result to be auto-validated and released outside of the laboratory. It is expected for the cobas infinity to hold these values as pending values and not to release these outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation has identified two issues with the software. Product labeling for cobas infinity states that an "oce" alarm is flagged on a result when the operator performing the measurement has selected an error comment. In this case, the system has been configured with a comment called 'patient verwechselt' with the option 'mark as erroneous (optional)' activated in the 'configuration > devices > comment assignment¿ screen. During the investigation, it could be seen that the comment received in the application contained the ¿c1:¿ prefix, displaying the comment ¿c1:patient verwechselt¿. As this comment has the prefix ¿c1:¿, the application does not match the received comment with the one configured in the application and consequently, the associated result is not marked with the ¿oce¿ alarm and it is validated automatically. For the first software issue identified, the ¿c1:¿ prefix is not being removed by the driver which causes the application not to match the comment received by the instrument with the one configured in the application. For the second identified software issue, the application is not triggering the ¿oce¿ alarm when it is sent as an ¿order¿ comment. There is no patient risk since product labeling has repeated warnings about the need for testing when configuring the drivers and their workflow before going into production.